Event description:
During a da vinci procedure, it was reported that the jaws of the fenestrated bipolar forceps instrument was found to have faulty movements was not there in the jaws. The surgery was completed using another instrument. There was no allegation of any harm, injury, or adverse outcome to a patient. No further clinical information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint of faulty movements. The instrument pitch cables was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at wrist were not damaged. No other damages were found on the instrument. The reported complaint of faulty movements in the jaws of the instrument does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.